Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose value was 380 mg/dl. The customer stated that the positive result in the ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer declined to troubleshoot for high blood glucose. Customer also stated insulin pump had motor error alarm and they able to complete pump rewind. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.